Event description:
It was reported that there was a "noise" from the mainframe of the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported noise could not be duplicated. However, based on the inspection it looks as if an arc may have happened at the anode end of the high voltage into the x-ray tube. Cleaned and regreased the cables and x-ray tube. The system was tested and found to be working as intended and placed back into service.